Manufacturer narrative:
Updated manufacturer's investigation conclusion: a specific cause for the reported event and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Additionally, evaluation of the submitted log files confirmed low flow alarms; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained data on (B)(6) 2021 from 8:52:26 to 10:09:04. The pump operated as intended at the set speed for the duration of the log file. The flow appeared to decrease on (B)(6) 2021 at 9:25:23. The log file recorded 116 total low flow alarms throughout the log file when the patient¿s flow decreased below the low flow threshold of 2.5 lpm for 10 seconds or longer. The log files appeared to capture the pump operating as intended. Per the patient outcome, the patient expired on (B)(6) 2021 due to cardiac arrest. Additional information indicated that it was unknown if the patient¿s death was device related or related to patient condition, if the device operated as intended, and if there were any device issues or malfunctions that may have contributed to the patient¿s cause of death. There were no alarms associated with this event. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6)and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 12jun2020 via ifs. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event and subsequent patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. Per the patient outcome, the patient expired on (B)(6) 2021, due to cardiac arrest. Additional information indicated that it was unknown if the patient¿s death was device related or related to patient condition, if the device operated as intended, and if there were any device issues or malfunctions that may have contributed to the patient¿s cause of death. There were no alarms associated with this event. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. Heartmate 3 lvas instructions for use (IFU), is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Additionally, although a specific cause for the reported cardiac arrest was not provided, the IFU also lists myocardial infarction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported per the vad coordinator, the patient passed away due to cardiac arrest. Additional information was requested but not provided. It was reported the device will not be returned for evaluation.

Event description:
The log file was sent for analysis. The log captured several low flow events on (B)(6) 2021. Flows dropped to as low as 0.9 lpm. There do not appear to be any type of device issues causing these events. The low flow events seem to have been a patient related issue and not an equipment related issue. The pump was disconnected from power at 10:08 am. There were no other unusual events recorded in the log file event history.